Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had multiple users were unable to login to multiple stations. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed recent successful logins with no failure. A technical support specialist reviewed the login activity report on the server and confirmed recent successful logins without failures. The specialist contacted the customer to gather examples of affected users. The customer later confirmed that the issue was resolved and clarified that users were able to log in, but the biometric prompt was delayed. Permission was obtained to close the case, with the note that the case would be referenced if the issue reoccurs. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had multiple users were unable to login to multiple stations. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.